Event description:
Additional information received that patient underwent surgical intervention where in the scs system was explanted addressing the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 3006705815-2021-01533, 3006705815-2021-01534. It was reported that patient experienced ineffective therapy. Surgical intervention may take place to address the issue.